Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30250903 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. There is ballooning in the area of the printed stock code and dimensions near the proximal end of the tubing. The tubing does not exhibit kinks or crimps. The tubing was pinched to assess if the occlusion could be felt. Between the 65cm and 70cm markers, the tubing was very firm. A cut was made in this location. Complete occlusion from a dark color dried matter was observed. The dried matter is hard and solid. It could not be flushed out. A root cause has not been established. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a nasogastric tube ballooned.